Event description:
The event involved a transpac¿ IV trifurcated monitoring kit 60 inch, 3 disposable transducers, 3 3 ml squeeze flush, macrodrip (pole mount) where it was reported teh clinician observed blood had started to back flow into the pulmonary artery (pa) line and began to leak from a crack/hole on the distal stopcock. There was patient involvement and no adverse event/patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
D9 - date returned to mfg: 6 may 2025 investigation summary, the reported complaint of leak was confirmed on the returned set. During visual inspection, a crack was observed on the female luer which is connected to the 48" pressure tubing. When the returned partial set was primed and pressure leak tested, a leak was observed from the crack. The probable cause of the leak is unknown the lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.